Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an infusion set for the insulin delivery system was deployed with the needle guard left in place, resulting in no insulin delivery and subsequent hyperglycemia with a reported maximum blood glucose over 400 for about 12 hours; insulin delivery resumed and glucose corrected after the infusion set was replaced. Symptoms included lethargy, low energy, and mild nausea. Outcomes included self-management without hospitalization or professional medical intervention, use of 10 units of rapid-acting insulin as backup therapy, and no reported ketone testing. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed user error due to an incorrectly deployed infusion set preventing insulin delivery. It was concluded that the event was attributable to incorrect use of the infusion set and that device function was restored with correct setup.